Manufacturer narrative:
(B)(6). Complaint conclusion: the coil was received undamaged. The coil has an approximately 4cmm diameter when still attached to the device positioning unit (dpu). After detachment and staged in an unrestrained state, the coil checks approximately 3.5mm. As measured under engineering specifications; the coil checks approximately 3 mm. At the customer site the entire coil was advanced outside the introducer and was checked at 6 mm. The engineering specification guideline for the deltapaq coil states; ¿do not extend out the entire length of the coil. Measure 2 initial loops only of the microcoil system.¿ this MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
A physician measured the coil prior to use and indicated that the 3mm x 4cm deltapaq platinum microcoil had loops that appeared to be close to 6mm and not 3mm.